Event description:
The manufacturer received information alleging a ventilator service required code concerning the internal battery occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was confirmed that the internal battery was not charging. The device's internal battery was replaced to address the issue.